Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer tested four times within 10 minutes and got the following readings: 258 mg/dl, 130 mg/dl, 205 mg/dl, and 116 mg/dl. No adverse event reported. The meter and test strips are being returned and replaced.